Event description:
The device was used during a sub total colectomy procedure. Reportedly, the stapleline was incomplete. The surgeon resected the tissue at the application site and manually sutured to complete the procedure.